Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found."

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touched position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the v60 ventilator had a misalignment in the touched position. A touchscreen calibration was performed, but the issue was not resolved. The se replaced the touchscreen to resolve the issue.